Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load cartridges with 400 units of insulin. The customer's blood glucose level was 174 mg/dl. Reportedly, the customer successfully added insulin and completed the load process successfully.